Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-nov-21. The patient stated that they ended up replacing the leads. No further complications were reported/are anticipated.